Event description:
After 18 months of implantation, this lead required repositioning due to high thresholds. It was reported that during a repositioning procedure this lead was inadvertantly cut. The lead was capped and remains implanted.